Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number m42327780, expiration date and frequency unspecified). After an unspecified duration, the consumer stated that the toothbrush kept breaking at the thumb lift. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number m42327780, expiration date and frequency unspecified). After an unspecified duration, the consumer stated that the toothbrush kept breaking at the thumb lift. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from m42327780 to 31911sg s3. A review of the trending data for breaks/falls apart with use and (B)(4) revealed no adverse trends. The visual evaluation of the retain sample met specification. On (B)(4) 2012, the torn packaging for reach total care plus whitening toothbrush and a used toothbrush was received. Sample was visually inspected and a crack was observed in the middle of the toothbrush approximately 1 cm below the thumb grip. Lot on the broken toothbrush was 31911sg s3. Based upon an acceptable document review, manufacturing and related product change review, retain evaluation, and no adverse trends a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.